Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1850ml during drain cycle 2 during therapy initiated on (B)(6) 2012 22:53:23, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. An iipv was not confirmed in the device's event log. Review of the event log revealed cycle 2 drain was completed on (B)(6) 2012 at 02:36 and the user?s actual drain volume during cycle 2 was 1921ml. The actual drain volume of 1921ml in cycle 2 is 96% of largest prescribed fill volume (lpfv) of 2000ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:53:23. During night drain cycle two, the patient's ultrafiltration reading was 1850ml, indicating the home patient (hp) drained 1850ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.